Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system did not boot up. The system's central processing unit (cpu) receives power but does not display signal. Troubleshooting was done and it was found that the graphic card was faulty. The next step was to replace the cpu. No patient was present at the time of the event.